Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.5/3.0/078 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6)2023. On (B)(6)2023, the lens was exchanged for a same length lens, implanted vertically due to excessive vault. Reportedly, "the second iens was implanted vertically." The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. H6: off-label use - acd <3.0. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found optic/haptic deformed. Rehydration of the lens has conformed significantly + lens damage, thus unable to perform dimension inspection for lens height. Dimensional inspection found the overall width within specifications but overall length could not be performed due to the damaged state of the lens. Claim# (B)(4).